Manufacturer narrative:
Age at time of event: (B)(6) years old. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 17168315, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptom of infection was redness which lasted for multiple weeks. The patient was unresponsive to steroid and antibiotics. The patient underwent an explant procedure and was doing well postoperatively.